Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult deployment and difficult imaging were unable to be determined. The reported slda was a cascading event of the reported difficult deployment. The reported unchanged mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The first clip was well-inserted, despite difficult imaging and difficulty visualizing the posterior leaflet. The clip was deployed, but after it was released the distal actuator mandrel became caught on the clip. The clip was pulled back as the dc handle was retracted, which resulted in a single leaflet device attachment (slda). The clip detached from the posterior leaflet. The steerable guide cather (sgc) was moved more anterior and the system was pulled back to remove the actuator mandrel from the clip. A second clip was selected to stabilize the slda but could not be implanted due to poor visibility. The mr was unchanged. There were no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.